Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable and will continue to be monitored.